Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified an articular surface implant with a little foreign material on the surface, indicating use. No other evaluations could be performed as the device was not returned. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2 : foreign country : australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial knee arthroplasty. Approximately 7.5 years later, the patient was revised due to anterior knee pain. The patient's poly was exchanged. Attempts have been made and all available information has been provided.